Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion and a curved opening on the radius side. A leak test and microscopic analysis were performed which identified: a striated opening on the anterior side and radius side, and observed void >1 mm in non-textured, to the valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two striated openings on the anterior and radius sides, due to surgical damage consistent in the use of some surgical tool.

Event description:
The device has been explanted.